Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's inner cannulas, white cap and fenestrated was missing. There was no patient involvement.